Event description:
The line was placed in 2007 and on the following day, the patient returned to the hospital with the catheter in hand. The catheter did not have the cuff attached. The cuff remains in the subcutaneous tissue, and will remain there at this time.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.